Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter (ot verio). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when mss reviewed the call. The patient detailed that the alleged issue first began on (B)(6) 2017. The patient obtained an alleged glucose result of 560mg/dl on the subject meter, which he compared to 452mg/dl on another meter performed more than 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages her diabetes with insulin (self-adjuster) and increased his dose of humalog and lantus insulin by an unspecified amount in response to the alleged high reading. The patient stated that as a result he ¿blacked out ¿and was taken to hospital and was treated with glucose by an hcp. The patient denied obtaining a blood glucose result with another device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The reporter was unable/unwilling to confirm if the test strip vial was cracked or broken and whether test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event and required hcp treatment after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.